Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii mylan 3.0ml was not aspirating the medicine from the vial. This occurred on 3 occasions. The following information was provided by the initial reporter: the caregiver reported the patient had been taking apokyn for over a year. The original pens they received were wonderful but there was a problem with the spring in the pen (lot #16218001). She said that they still kept one pen although it was over one year old because it was reliable for aspirating or drawing the medicine out of the vial. She said this pen would get stuck from time to time but it was the only one she trusted to work. She wanted to keep this pen for future use when traveling. (She was informed it was not recommended to use an apokyn pen that was used for more than one year.) She did not wish to return this pen for further investigation. She said they ordered 2 more pens and the pens they received were not delivering medicine from the vial. She confirmed that these two pens were of the same lot (lot # 16218001) and that the box they came in had lot # aprb01, expiring 19/aug/2019. She explained that of these 2 new pens, she used one for about one month and kept the other in the box. She said that on (B)(6) 2019, the pen she was using was not aspirating the medicine from the vial again. She tested then by replacing the vial, twisting it, changing the vial, etc. And the pen did not work. She retrieved the second pen in the box (from the recent order of 2 pens) and said she tested it and it aspirated correctly. She tested it a few more times and sometimes it would aspirate and other times it would not. She gave the patient his first injection of apokyn but he said he "did not feel anything going in". She said even though she twisted the dose 5 clicks, "it just went", and there was nothing in it. So she gave a second dose of apokyn and the patient was not able to feel the dose, but the caregiver felt the tension in the pen so she thought he received a dose. She is willing to send back the two more recently received pens for investigation.

Event description:
It was reported that pen ii mylan 3.0ml was not aspirating the medicine from the vial. This occurred on 3 occasions. The following information was provided by the initial reporter: the caregiver reported the patient had been taking apokyn for over a year. The original pens they received were wonderful but there was a problem with the spring in the pen (lot #16218001). She said that they still kept one pen although it was over one year old because it was reliable for aspirating or drawing the medicine out of the vial. She said this pen would get stuck from time to time but it was the only one she trusted to work. She wanted to keep this pen for future use when traveling. (She was informed it was not recommended to use an apokyn pen that was used for more than one year.) She did not wish to return this pen for further investigation. She said they ordered 2 more pens and the pens they received were not delivering medicine from the vial. She confirmed that these two pens were of the same lot (lot # 16218001) and that the box they came in had lot # aprb01, expiring 19/aug/2019. She explained that of these 2 new pens, she used one for about one month and kept the other in the box. She said that on (B)(6) 2019, the pen she was using was not aspirating the medicine from the vial again. She tested then by replacing the vial, twisting it, changing the vial, etc. And the pen did not work. She retrieved the second pen in the box (from the recent order of 2 pens) and said she tested it and it aspirated correctly. She tested it a few more times and sometimes it would aspirate and other times it would not. She gave the patient his first injection of apokyn but he said he "did not feel anything going in". She said even though she twisted the dose 5 clicks, "it just went", and there was nothing in it. So she gave a second dose of apokyn and the patient was not able to feel the dose, but the caregiver felt the tension in the pen so she thought he received a dose. She is willing to send back the two more recently received pens for investigation.

Manufacturer narrative:
Investigation: five (5) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pens. The samples were tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pens met dsk push force test specification. The pens functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.